Event description:
It was reported that this right ventricular (rv) and right atrial (ra) lead were explanted due to a perforation allegation on an unknown location. The patient was experiencing muscle stimulation. CT confirmed the right ventricular (rv) lead to be outside the cardiac silhouette. The leads were successfully explanted and replaced. Product has been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) and right atrial (ra) lead were explanted due to a perforation allegation on an unknown location. The patient was experiencing muscle stimulation. CT confirmed the right ventricular (rv) lead to be outside the cardiac silhouette. The leads were successfully explanted and replaced. Product has been recieved for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) and right atrial (ra) lead lead were explanted due to a perforation allegation on an unknown location. The patient was experiencing muscle stimulation. CT confirmed the right ventricular (rv) lead to be outside the cardiac silhouette. The leads were successfully explanted and replaced. Product has been recieved for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a complaint regarding an adverse event and product problem that was life threatening to the patient.